Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, during the second inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that this complaint is a duplicate of report number 2124215-2023-40836 and 2124215-2023-40710.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, during the second inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.